Manufacturer narrative:
Based on the customer complaint of a missing disc, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and the reported issue was not replicated or confirmed. Failure analysis found the primary finding of expected condition to be related to the customer reported complaint. Visual inspection displayed no signs of physical damage. The instrument was returned with a reported complaint that does not affect functionality and is a part of the instrument's design. The instrument was reported as missing an input disk; however, this instrument does not require an extra input disk in the reported area. The instrument is in its expected condition. There was no problem detected. Signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibit orange discoloration. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The complaint regarding the missing disc was not confirmed by failure analysis.

Event description:
It was reported that during central processing, the permanent cautery hook instrument had a missing disc on the bottom of the piece that attaches to the robot. The procedure was completed with no reported injury.